Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and unresponsive button. The insulin pump was shutting off and on, time and reservoir icons were not being displayed and the b button was not working. Button error/keypad anomaly troubleshooting was performed. The customer's blood glucose level was 210 mg/dl at the time of the incident. The customer also stated that when they received the insulin pump, they have been having issues. The customer also stated that the time was not showing on the home screen. Troubleshooting for partial display was performed. The insulin pump was neither dropped nor bumped. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened express bolus and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected time showing on screen anomalies noted. No unexpected insulin pump is shutting off and on anomalies noted. No unexpected reservoir icon is not being displayed anomalies noted. No unexpected missing segment/partial display anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.